Event description:
It was reported "glidethru sheath, white handles broke during insertion of midline". There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath for evaluation. Signs of use were observed. Visual inspection of the peel-away sheath revealed that one side of the peel away sheath extrusion were separated adjacent to its tab. Remains of the extrusion were still attached to the separated tab. The sheath body was split completely down the extrusion. The peel-away sheath length from the tab to the distal end measured 2 3/4", which is within the specifications of 2 5/8" - 2 7/8" per product drawing. The outer and inner diameter of the sheath could not be accurately measured due to the condition of the returned sample. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to vessel perforation and bleeding, or component damage". The report of a broken peel away sheath tab was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the sheath extrusion had separated from one of the tabs. Based on the customer report and the sample received, manufacturing likely caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d.4.- unique identifier (UDI)# corrected from (B)(4).

Event description:
It was reported "glidethru sheath, white handles broke during insertion of midline". There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".